Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and model 0012 lead for sensing and model 0064 lead for shocking had delivered several inappropriate shocks to the patient. The lead assessment was unremarkable. The physician was unable to reproduce the inappropriate markers with pocket manipulation. Cpi received additional information that this same problem had occurred one year prior, but cpi was not notified at that time.